Manufacturer narrative:
H3 - dimensional inspection of returned shell component found device to meet specification requirements. Review of production batch records found lot to have met specification requirements. No additional investigation is planned.

Event description:
Femoral hip head dislocated from bipolar liner during a closed reduction procedure on 9/16/96. The subject bipolar shell, assembled to the bipolar liner, was removed on 9/20/96 along with the femoral hip head, 85-3812 MDR report # 1219655-1996-26 and the bipolar liner, 85-8263 MFR report #1219655-1996-0024.